Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set tubing detached from the cannula at the quick release. The site location had been on the lateral surface of the thigh and the pump was worn in the patient's front pocket. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.